Manufacturer narrative:
(B)(4).

Event description:
It was reported that while testing the lead on the scrub table, the physician attempted to advance the guidewire out of the tip of the lead. It would only advance out of the tip one time. The physician then attempted to back load the guidewire and it would not exit out of the tip of the lead. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary #(B)(4) - the lead was returned and analyzed and no anomalies were found.